Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain. A discrepant integrated circuit was suspected to be the cause. After replaced the integrated circuit, normal function ensued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up upon interrogation the pulse generator exhibited premature battery depletion. The pulse generator was explanted and replaced. The patient was in stable condition post procedure.